Event description:
It was reported that the device exhibited failure as "disruption of membrane" causing major leakage on the membrane. This took place during artificial cardiopulmonary prolonged assistance. (B)(4).

Manufacturer narrative:
The MFR has requested detailed info but could not yet obtain any info about the actual product in question, the location of the leakage or the effects on the pt. The MFR also requested the product for eval. The product mentioned is not distributed to the us, but the product with contributing design function to the affected component (quadrox-ID) is registered under 510(k): k101153. A supplemental report will be sent when additional info becomes available.